Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend / unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.h6: f24 > f26 h3 other text : single-use: device discarded.

Event description:
Parent reported a false negative result on behalf of the consumer with the binaxnow covid-19 antigen self-test on (B)(6)2023. Prior testing performed on(B)(6)2023 using a different brand of antigen test generated a positive result. Three additional binaxnow tests were performed on (B)(6)2023, (B)(6)2023, and (B)(6)2023; all three tests generated positive results. Confirmation testing was not performed. The consumer was symptomatic as of (B)(6)2023 but was asymptomatic on (B)(6)2023. The patient¿s parent confirmed there was no harm based on the test result. No additional information was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text: single-use: device discarded.

Event description:
Parent reported a false negative result on behalf of the consumer with the binaxnow covid-19 antigen self-test on (B)(6) 2023. Prior testing performed on (B)(6) 2023 using a different brand of antigen test generated a positive result. Three additional binaxnow tests were performed on (B)(6) 2023; all three tests generated positive results. Confirmation testing was not performed. The consumer was symptomatic as of (B)(6) 2023 but was asymptomatic on (B)(6) 2023. The patient¿s parent confirmed there was no harm based on the test result. No additional information was provided.